Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) dialed into the server and reviewed the station logs, which showed a record of successful user login. A follow up email was sent to the user, but no response was received, and the case was proceeded to closure. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the nurse was unable to log in, and the station kept shutting the user out. The station went into disconnected mode and reported failed hardware. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.